Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the anvil of the ez45b fell off in thorax during "vats" plurectomy. The surgeon pulled out the anvil and opened a new ez45b and continued with the procedure. There was no further consequence to the pt.